Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Per the indication for use section of the mitraclip system instructions for use (IFU), the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The device was used on the aortic valve which is considered off-label use of the device. Based on the information reviewed, it is likely that the off-label use of the mitraclip device influenced the reported event. The reported slda appears to be due to the preexisting patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that during a transcatheter aortic valve repair (tavr) procedure, a snare device was used, and caused a chordal rupture. A mitraclip was used to treat the chordal rupture in the aortic valve. The clip was implanted but a single leaflet device attachment (slda) occurred. An additional clip was implanted to stabilize the slda clip. There was no reported adverse patient effect related to use of the mitraclip. No additional information was provided.

Event description:
Subsequent to the 30-day initial medwatch report, the following information was received: the chordal rupture occurred in the mitral valve during the tavr case. The clip was implanted on the mitral valve, treating the ruptured chordae. The clip was not implanted in the aortic valve. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Conclusion codes 24, 4311 - removed; device code 1494 - removed. Based on the information available and reviewed, the reported single leaflet device attachment/slda appears to be due the preexisting patient anatomy.